Event description:
The user facility reported that the sheath became detached in the vessel after having been nicked by a scalpel. According to user facility information, the surgeon instructed a technician to perform a "vasoseal" to close the puncture site while the surgeon scrubbed out. Reportedly, this technique requires incising the skin near the puncture site. While performing this step the technician nicked the introducer with the scalpel, then unsuccessfully attempted to advance a wire through the sheath. The closure procedure was aborted and the technician tried to remove the damaged introducer device, causing the distal end of the sheath to become detached in the vessel. The physician returned, but was not able to retrieve the detached piece of the sheath. Consultation with a vascular surgeon concluded that additional surgery would be required to recover the detached sheath. It was reported that the pt is currently in satisfactory condition.